Event description:
It was reported by service report that the foot end cover was cracked with sharp edges exposed and the brakes were not holding. No pt involvement or adverse consequences were reported.